Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was inspected and analyzed. The s-ICD was received with the header separated, the header had been cut into 3 pieces and the setscrew block assembly had been completely removed from the header assembly. High power visual inspection of the setscrew terminal block noted that the setscrew was lodged up inside the capture washer and could not be freed, this damage was likely the result of the explant procedure. The laboratory analysis was unable to determine why the lead was stuck in the header, the induced damage was such that the analysis could not provide a specific reason.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure, the physician was having difficulties loosening the set screw of the device to remove the electrode as apparently it was stuck. The physician had to cut the header to expose the terminal pin and push it out. A visual inspection of the electrode was done, and it was slightly bend at the distal terminal pin. Subsequently, the physician reconnected the electrode to the new s-ICD and remains in service. This s-ICD was explanted in pieces and was returned for analysis. No additional adverse patient effects were reported.